Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular defibrillation impedance was steady at approximately 65 ohms through (B)(6) 2016, and rises out of range by (B)(6) 2016. Concomitant medical product: 6921l lead, implanted: (B)(6) 1994.

Event description:
It was reported that the lead warning triggered, and the superior vena cava (svc) and right ventricular (rv) high voltage coils exhibited high/rising impedances. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.